Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged that the insulin pump was under delivering insulin. Customer stated that the blood glucose level never went down 200. Customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.